Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose value of 47 mg/dl. Patient's current blood glucose value: 100 mg/dl. Reportedly, pump was alarming insulin flow blocked. Customer declined to troubleshoot for their blood glucose levels. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly. Device received with minor scratched lcd window and cracked retainer.